Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill messages when attempting to load a new cartridge. Reportedly, the cartridge was filled with approximately 300 units of insulin. Subsequently, the customer reported that the cartridge was leaking. Reportedly, the customer was unsure of the location of the leak, but stated that the cartridge was wet. There was no impact to the customer's blood glucose level. Reportedly, the customer loaded a new cartridge successfully and resumed insulin delivery.